Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient in response to an inquiry for more details regarding the event: patient weight at the time of event was (B)(6), the implant battery was taken out of right hip. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation. The patient stated their ins was removed. The patient was asked why their ins was removed. They explained that when they first got the battery it was 4x4 inches, 1 inch thick and within 4 years it took their hip out. The stated this caused raging pain and it was so bad in their lower back. The patient stated the right side of their leg was so bad that they had to have neurological shots in their back to kill the pain. The patient stated they went to many healthcare providers regarding these issues. The patient stated they had the healthcare provider put in a new ins and that ins was placed on the left side of their body. The patient noted they had very small hips. They stated they had never had a diagnosis on their situation. The stated they were confused about the correct dates for certain events. The stated they had previously had x-rays, a hip replacement 6 months prior to report and their right side was compromised due to these issues. No further complications were reported or anticipated.